Event description:
It was reported that the device was explanted due to syncopal episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Evaluation description included. The device was tested on the bench and no anomalies were found.